Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event was not received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the advanced stapler log was completed by an isi failure analysis engineer. Unfortunately, no digital signal processor (dsp) logs were available for this instrument during the procedure. Dsp logs start on the 11th install. Elastic search was checked and was able to get a hit for this particular instrument on (B)(6) 2023. The high-level summary showed instrument was installed 10x and fired 10 reloads in the following order: 2 white, 1 green, 1 blue, 1 white, 1 gray, 2 green, 1 blue, 1 white. The 2nd overall firing (white reload) resulted in a firing failure at 61.7% completion following one pause for compression. All other firings were completed per the logs. Master supervisory controller (msc) logs show 1 error during the procedure, error code 31088, indicating that the rfid tag for the instrument on usm 3 was not detected by the system. It is unclear what instrument was installed on usm 3 at that time, due to the incomplete logs. There were no other errors in the msc logs. A review of the system log was performed, and no errors were observed related to the event. A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer. The following additional information was provided: in the attached images, a sureform 45 curved-tip stapler with a white reload installed and partially completed staple line on unknown tissue can be seen. Image 1 shows the unclamped stapler and partially completed staple line as well as the "blade exposed" warning message on arm pod 4. Image 2 shows some fully formed staples at the proximal end of the tissue and some unformed staples towards the distal end, there appears to be a slight indent but no mechanical transection between the rows of formed staples. Image 3 shows the stapler clamped on the tissue and displaying the "tissue too thick to continue" message on arm pod 4. Based on these images alone, a root cause could not be determined since the stapler was discarded and cannot be returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the sureform 45 curved-tip stapler installed with a white reload stopped firing halfway through the first fire. The issue occurred during vein transection when the error message ¿tissue too thick¿ was observed. The surgeon was able to unclamp the stapler but there was bleeding of less than 30ml from the affected vessel. This bleeding was not expected as part of the procedure. No blood transfusion was administered. A third-party laparoscopic stapler was used to complete the staple line. Third-party clips were also applied on the staple line to further secure it. There was no unplanned tissue removal due to the stapler firing failure. The sureform 45 curved-tip stapler was used again successfully after the issue. The procedure was completed robotically. The sureform 45 curved-tip stapler is not available for return as it was disposed after the procedure. The issue involved a partial fire. No tissue was pushed forward or dragged during the firing process nor did the stapler jaws open or release during the firing sequence. The reload did not deploy staples unexpectedly, did not have an exposed blade, did not have missing staples from the staple line, nor was it stuck to tissue. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws, did not fire over an existing line, did not use buttress material, or experience any clamping issues prior to firing the stapler reload.